Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastroplasty, the stapler broke the moment they exerted a greater force to effect firing in the pyloric region of the stomach. The stapler offered an excessive force and caused the locking and impeding of the firing. A replacement of the stapler was done to complete the case. There was no patient injury.